Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50 serial#: (B)(4), description: linear 3-4 lead, 50cm, a review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptom was fluid leakage at the ipg site. The physician believed that the infection was not procedure related. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.